Manufacturer narrative:
Device was evaluated by the surgeon who confirmed that the material on the valve blocking the leaflet function was thrombus. Photos were provided. In addition, full operative notes were provided stating the surgeon's analysis of the condition. It was decided that these evaluations were sufficient and the valve did not need to be returned.

Event description:
Patient with on-x mitral valve replacement (mvr) presented with valve thrombosis. Patient is known to be non-complaint with anticoagulation therapy. Re-operation performed, re-do mvr with another bileaflet mechanical valve. Intra-operatively, surgeon confirmed thrombus on the mitral valve. Patient recovered from the surgery. Valve thrombosis is by definition in the aats/sts guidelines a valve-related event and is therefore reportable. Valve thrombosis is an expected adverse event, as defined in the objective performance criteria in FDA heart valve guidance, and iso 5840, and this occurrence is well-within expected rate. Correction of the event required re-operation, classified as a "serious injury". Therefore, it is reportable as an MDR.